Event description:
It was reported that following radiation therapy near the site of implant, the implantable cardiac monitor exhibited an error message. Device explant was planned but not scheduled.

Manufacturer narrative:
.